Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that twice now with two different nurses and different devices/bags/tubing sets on different dates stops flowing when it reaches the pump segment during the circle priming could not be verified due to the product not being returned for failure investigation . A device history record review for model 2420-0007 and lot number 20096197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: stops flowing when it reaches the pump segment during the circle priming. Drip chamber and y site works fine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: stops flowing when it reaches the pump segment during the circle priming. Drip chamber and y site works fine.